Event description:
The customer reported a problem with battery slot a, where the battery pins were bent and the battery could not connect. There was no report of patient involvement or that unit failed to power up.

Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported a problem with battery slot a, where the battery pins were bent and the battery could not connect. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the problem. The battery pca was replaced to resolve this issue. Damaged battery pca pins are not considered a malfunction. This complaint does not indicate an emerging issue or systemic problem. None requested. None warranted.